Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 corrected fields: d10, h6 (type of investigation, investigation findings, investigation conclusions, component codes)

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d9, e1 (event site email), e2, e3, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, health effect ¿ impact codes, investigation conclusions). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. The fse found cardiosave unit had the transport unit sticking slightly out, cause the power supply to not make contact with the batteries, pushed in transport unit, and verified the batteries charged. Product passed all functional and safety tests per manufacturer specifications.

Event description:
It was reported that the battery of cardiosave intra-aortic balloon pump (iabp) was not charging. Issue was discovered during routine check and there was no patient involved.

Manufacturer narrative:
Due to character limitation, below field are added from e1- (B)(6) a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the battery of cardiosave intra-aortic balloon pump (iabp) was not charging.